Manufacturer narrative:
Exact date unknown, event occurred several years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5133396/5065593.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure and the explanted devices were not returned.